Event description:
The user facility reported a 32-year-old male of unknown race in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on support the impella cp had low flows, despite confirmed proper placement and adequate volumes. The decision was made to replace pump with new impella cp which resolved the reported issue. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella cp was not returned for investigation. Data logs were reviewed and position in ventricle alarm noted before low flow issue. Suction alarms were observed with low flow after positioning issue resolved. The cause of the low pump flow issue was not determined since product was not returned and due to inconclusive evidence per log review. The cause of the positioning issue was most likely use related. Added-h6 med dev prob code 3009 added- d6a/d6b. In accordance with updated procedures, sections d6, h6, and h10 have been revised from the initial submission.